Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial number conforms to all applicable product specifications. The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A reference endoscope was used for comparison. The part of the light connector was observed to be detached from the body of the endoscope. The detached piece of the endoscope was not returned for evaluation. Based on the returned condition of the device, the reported failure "break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope was broken at the connector for the light cable. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(6). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope was broken at the connector for the light cable. The hospital did not report any patient effects.